Event description:
It was reported that the patient presented to the emergency room with complaints of pain at the pocket site and fever. The patient had developed an infection.

Manufacturer narrative:
No medwatch form was received. Review of quality records.

Manufacturer narrative:
Analysis was normal.